Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that prior to implant the patient was getting up 6-7 times per night, and after implant that was reduced to 3 times a night so patient was happy with that result. Almost 4 weeks ago, their symptoms, all of a sudden changed and it was almost like it stopped working they started getting up 6 times a night. They contacted their doctor who can't see them for two and a half months so the doctor suggested contacting patient services, they have to change their setting. Patient reviewed that they have been on the same program since implant and at one time had increased past 2.5 where they have had it set to 7.0 and they did not notice any tingle, they talked with the doctor about it who advised stronger was not always better and patient decreased back to 2.5. Patient services reviewed interstim sensation and therapy optimization information. Worked with caller to change programs and increase. Offered and sent email with symptom diary and quick guide. Patient will monitor their symptom results and continue working with their settings to optimize therapy. Redirected to their doctor as well.

Event description:
Additional information was received from the patient. They reported that the device corrected their issue about 50% and then 4-5 months ago they lost all the benefits. Setting were changed but issue is not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.